Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the patient implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed. The patient was stable throughout.